Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was broken at suture swage. Needle had marks near the loading slot on the same side of the loading slot. Needle also had marks on the cone of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure the used device stitch came off from the suture during toggling of the auto suturing device during the procedure. A pelvic x-ray was taken the next day to confirm of the needle inside the patient and performed. It was retrieved by re-opening the patient. The surgical time was extended 30 minutes or more due to the product problem. Patient status: unknown.